Event description:
Customer error setting up laboratory interface software (lis), which is not a microscan product, that resulted in the results being associated with an incorrect panel type. The neg breakpoint combo 30 was incorrectly programmed into the lis as a neg combo 30 panel. The results were reported to the physician. Treatment was not delayed or withheld. There are no reports of adverse health consequences associated with this issue.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Customer corrected lis set up error which resolved the issue. The cause of this incident is user error.